Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and stated that the system was not powering on normally. The customer had no blue fiber status leds on any of the carts. The customer had power cycled multiple times, tse had customer power the system down, power cycled the breakers and emergency power off (epo) the robot. The system was still powering on together but there were no blue fiber status leds. There was messages on consoles stating console was not connected, check fiber. The tse had them power the system down again and disconnect all three blue fiber cables from the tower. The customer again cycled the breaker on the back of the tower. The tse had customer power on the tower without the blue fiber cables connected. After the tower powered on there was a message; "no endoscope connected". The tse had customer connect one blue fiber cable at a time to the rear of the tower. One console powered on with a message; "console not connected, check fiber". We then connected all of the fiber cables, the carts individually powered on but there were still or no blue fiber status lights on any of the carts. They have already moved the procedure to another room. The procedure was aborted to another dv system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the 2 surgeon side console (ssc) common compute controller (ccc) and the vision side cart (vsc) ccc to resolve the reported issue, the system was tested and verified as ready for use. Isi did receive a da vinci products involved with this complaint to perform failure analysis. The console ccc unit was returned for failure analysis and the reported issue was confirmed and replicated. The common compute controller (ccc) was visually inspected, where no issues were found. Unit was installed on the known good in-house system and the vsc monitor showed "console is not connected or not powered on" message. The console cart was not able to power on normally and the power button kept flashing blue. The unit was taken to a programming station where it was confirmed to be bricked per document 1069151-01. The console ccc unit was return for failure analysis and the reported problem was confirmed and replicated. Bench testing was performed; the ccc was found to be bricked, confirming the fault occurred in the field. Upon visual inspection, the blue fiber cable was observed with an un-lit led and the console power button had a pulsing blue led instead of a solid led. The tower ccc unit was installed onto a golden system and the communication failure was observed, replicating the reported event. This tower unit was returned for evaluation and the reported issue was confirmed and replicated. Fse was able to confirmed that the issue did happen in the field. The ccc was visually inspected, where no issues were found. Unit was installed on the known good in-house system and the vsc monitor could not show full display on the screen. The unit was taken to a programming station where it was confirmed to be bricked. As a result of these findings, the root cause was determined to be a bricked ccc for the ssc1, bricked tegra for ssc2, and bricked ccc for the vsc.